Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient planned for high-risk percutaneous coronary intervention (pci) was implanted with an impella cp for mechanical circulatory support pre-pci. The patient who had left heart catheterization the prior week was turn-down for coronary artery bypass graft surgery. Treatment proceeded with impella supported pci of the left main, ostial left anterior descending, and left circumflex arteries. The right femoral artery (rfa) was accessed, and angiogram obtained with right common iliac and external iliac disease noted with some concern from physician. However, it was noted the vessel appeared angiographically large enough for impella insertion. Impella cp device was advanced; however, it was unable to pass noted lesion(s) and therefore removed. The physician assisted with percutaneous angioplasty of mentioned iliac segments, and the impella was reinserted without incident. The pci was completed noted with successful results. The impella cp was weaned and pulled back from left ventricle. The physician, however, was concern with peel away sheath¿s position in the rfa. The physician inquired how to remove peel away sheath and leave impella catheter in vessel while advancing repositioning sheath into arterial tract to advance the guidewire into vessel for closure and maintain access. The remaining perclose failed post explant, and the vascular team was contacted for support in closing the rfa. A manta device placed with noted bleeding around device and covered stent placed. Hemostasis was obtained and good closure mentioned.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient condition because of the calcified vessels of the patient. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25036 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4624 was reported incorrectly on the initial manufacturer device report number 1220648-2024-25036 and a new code was added.